Event description:
It was reported that patient had right hip revision due to liner wear shown on x-ray.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown liner. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned to manufacturer.